Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information not provided due to swedish patient privacy regulations. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a cranial resection, the images produced by the imaging system were inverted. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).